Manufacturer narrative:
H6: adverse event problems codes corrected. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received and open sample. The needle is broken in the attachment area. We have reviewed the batch manufacturing records of the needle and the needles tested before releasing the product into the market had conforming bending strength and ductility performances. Bending strength minimum requirement is 20,9 nxcm and the results of the involved needles batch were 24,11 nxcm. The used sample sent back shows that the needle has been hold by the channel end. We can easily see some impacts due to a needle holder on this area. As informed in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that a patient presented with rectal bleeding, anal prolapse and pain during defecation. On clinical examination, it was found a painful anus, making digital rectal examination impossible, with a visible fissure at the anterior pole of the anus. There was a circumferential prolapse with significant internal hemorrhoids. The operation was a circular rectopexy via the anal route (longo technique) lateral internal sphincterotomy under general anaesthesia. While suturing, the needle of the thread broke in the patient. It was impossible to find the piece of needle to remove it, even though it was visible under fluoroscopy. It was preferred to leave it in place rather than risk injuring the rectum. The result of the operation was very satisfactory with complete reduction of the prolapse.